Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed to launch application. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another medstation, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application was not brought up after the reboot. The technical support specialist (tss) connected to the station and attempted to open the station database for cleanup but encountered an error. Upon finding the c: drive full, the tss performed a cleanup to free space, rebooted the station, repaired the application, synced the station with the server, and rebooted the station and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.